Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 663mg/dl and ketones caused by occlusion alarms. While in the ER, the customer received insulin delivered intravenously as treatment. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.